Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that they had seen replacement procedures when the insulation had come away from the percutaneous lead. This was noticed when they went into the pocket.